Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
(B)(6) the device was received for evaluation. During functional testing, the reported issue could not be reproduced. The thermistor function was verified with no issues noted. A review of the event history log revealed two 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be the processor printed circuit board which will require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.